Event description:
It was reported that the lead exhibited noise in bipolar configuration. Lead was returned for analysis.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reason for return noise problem, could not be reproduced. Electrical tests were performed and the results indicated normal device characteristics. Visual inspection did not find any damage to the lead that could cause noise problem.